Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed atrial undersensing followed by inappropriate atrial pacing. The right ventricular (rv) lead was programmed subthreshold in the rv apex, and the left ventricular (lv) lead was in the rv septum for left bundle branch (lbb) area pacing. As a result of the ra undersensing, there was crosstalk oversensing and lv pacing inhibition. Technical services (ts) reviewed troubleshooting options and programming considerations, including measuring small p-waves to adjust sensitivity. It was noted that the patient was currently on hospice, and was unlikely to have a lead revision. This crt-d system remains in service. No adverse patient effects were reported.